Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent stylet was confirmed and the cause appeared to be use related. The product returned for evaluation was a 3cg stylet. The sample contained usage residue throughout and a sharp kink in the stylet was confirmed 6.2 cm from the distal tip. Further examination showed that no breaks in the tubing existed but additional kinks in the core wire were also seen. Microscopic examination of the stylet revealed permanent kink impressions between most magnet interfaces and in some regions the kinking force caused magnets to become disassociated. Bends in the inner core wire were also observed but no rips or tears in the polyimide tubing were found. The observed damage was characteristic of either catheter insertion through a tortuous path or retraction of the stylet which resided past the trimmed end of the catheter. An examination of the stylet revealed no potential damage/defect related to manufacture of the device. A lot history review (lhr) of rebn2375 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the guidewire is bent; appears to be bent at a right angle. No patient injury was reported.